Manufacturer narrative:
Initial.

Event description:
It was reported that the user lost connection to the ilet due to starting a freestyle libre 3 plus sensor on a different device, which prevented pairing with the ilet app and resulted in impending dosing interruption. No adverse clinical symptoms reported. Outcomes included user education and restoration of therapy by starting a new sensor and pairing it with the ilet app. User support included technical troubleshooting with guided rescanning and verification of the correct sensor start procedure. Investigation of this case revealed that the sensor was in use by another device, which blocked pairing to the ilet, consistent with a use-related pairing error and device interoperability limitation. It was concluded, based on previously established findings for similar reports, that the cause was user error related to starting the sensor on an incompatible device prior to pairing with the ilet.